Event description:
It was reported that foreign matter was discovered in syringe with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: until now, we used syringes m18660 (your reference bd 300865) for our oocyte samples. My colleague found big deposits of oil / grease (?) In some syringes. We made a toxicity test by putting in 3 different tubes a sample of sperm prepared (the same for all the tubes): 1 control tube without anything, 1 tube with a black piston tip with this deposit (oil/grease) and 1 tube with a piston end of another batch without visible grease.we observed the mobility of the 3 tubes after 2 hours, no glaring differences, after 20h at 37 ° c: control tube: 80% very good mobility, tube with the piston "normal": 60% of less good mobility and in the tube with the piston and the grease: 10% of bad mobility! We prepare the syringes with our media the day before the sampling and we put them to preheat to 37 ° c.

Manufacturer narrative:
H.6. Investigation: sixty eight sealed samples inside a baxter case and one unused sample with an open package were returned to our quality team for investigation. Upon visual inspection, no foreign matter was observed in any of the product. Stopper lubrication was identified, in acceptable amounts. A device history was performed and found no no-conformances related to the reported issue during production of batch 1908233. Included in the bd graphics on the case for reference 300865, it is advised that the administration of pharmaceutical products be performed as soon as possible once the syringe is filled. Packaging also indicates the use of this syringe is single use only. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, all results for the reported lot found to be within required limits.. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in syringe with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: until now, we used syringes m18660 (your reference bd 300865) for our oocyte samples. My colleague found big deposits of oil / grease (?) In some syringes. We made a toxicity test by putting in 3 different tubes a sample of sperm prepared (the same for all the tubes): 1 control tube without anything, 1 tube with a black piston tip with this deposit (oil/grease) and 1 tube with a piston end of another batch without visible grease. We observed the mobility of the 3 tubes after 2 hours, no glaring differences, after 20h at 37 ° c: control tube: 80% very good mobility, tube with the piston "normal": 60% of less good mobility and in the tube with the piston and the grease: 10% of bad mobility! We prepare the syringes with our media the day before the sampling and we put them to preheat to 37 ° c.